Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer posted on social media that they were planning to commit suicide using their insulin pump. The matter had already been referred to the (B)(6) police. The customer filled out an online blog questionnaire stating it was a suicide note. The cause of death is still unknown if it did indeed happen. No further information was available at the time of the notification. The caller did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of the incident. The customer was most likely wearing the insulin pump at the time of the incident. It is unknown if the customer was using sensors. The caller did not state if the insulin pump would be returned for analysis.